Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false upstream occlusion error. Evaluation reproduced the error when they ran a loaded tube set at 200 ml/hr for 5 minutes. The cause was determined to be the upstream sensor readings out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, a false upstream occlusion error occurred. No additional information is available.